Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the keypad sometimes did not work. Customer states that numbers were ramping on their own. Customer states the scroll bar was not moving with no input. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.